Manufacturer narrative:
Analysis found deformed hub. There was a residue consistent with biological contaminants on the device. Only portions of the inner assembly were returned. Visually, the inner shaft was broken and displaced from the inner hub when returned. The green hub seal was intact but dislodged due to the removed inner shaft. Functionally testing could not be performed due to broken state of the device and missing components. There was an out of specification condition that is likely related to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the bur broke off and the locking mechanism is not working correctly. There is no patient impact.